Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the inpen was not dispensing the insulin. The blood glucose value at the time of the event was 250 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-105elpkna. Troubleshooting was performed for inpen issue, and the customer reported that the insulin did not work after multiple priming attempts and changing the insulin cartridge. The customer was advised that the insulin pen would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pen. Mmt-105elpkna was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.0 ozf-in). Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.